Event description:
It was reported that the skin staples were being used on the pt when the incident happened. The stapler did not close the staples properly; as a consequence the staples remained open. No pt injury reported.

Manufacturer narrative:
(B)(4). Device history record (DHR) investigation did not show issues related to this complaint. No corrective action can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, due to the lack of defective product, it is not possible to confirm the complaint and to determine the root cause. The MFR will continue to monitor and trend relating complaints.